Event description:
It was reported there were 13 episodes of monitored ventricular tachycardia (vt) that showed t wave oversensing. The health care professional stated the device should have the ability to annotate the over sensed beats as t waves even in the monitored vt zone. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.